Event description:
It was reported that the pump pocket incision had two areas of beginning pressure ulcers at either end of the surgical scar. There was approximately 2cm area where the dacron sock enclosing the pump was visible. The date of even onset was (B)(6) 2014. The patient had been put on hospice recently, and had been lying continually on his left side where the pump was located. The hospice advised the physician that they felt an explant would not be wise and the patient would not be with us much longer due to his imminent decline in heath due to the cancer progression. Therefore, antibiotics were administered and no further actions were taken. The pump later became exposed. It was further stated that the patient had an open wound at the left buttock. The event was not considered serious and had a moderate severity. The event was reported as related to the pump and pump component. Event outcome was resolved without sequelae as of (B)(6) 2014. The device system delivered dilaudid, bupivacaine and ketamine.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID neu_pouch_acc, lot # unknown, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to open wound at left buttock at the pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.